Event description:
The customer reported to cardiac science, manufacturer, that the AED battery vented. This event occurred while the unit was not in use.

Manufacturer narrative:
The device and the battery have not been returned to csc. Once the product is available, an investigation will be conducted and the results will be provided in the follow-up reports.